Event description:
A medtronic representative reported that, during a tumor resection procedure, the surgeon alleged inaccuracy of the navigation system. The surgeon was able to register successfully and verify the accuracy before going sterile. The surgeon did not verify the accuracy after draping. After removing the bone flap the surgeon realized he was inaccurate by approximately 4 centimeters. The surgeon opted to complete the procedure without the use of the navigation system. The same bone flap was used to remove all of the tumor successfully. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, and the system was fully functional. The reported event was unable to be replicated by medtronic personnel. A medtronic representative reported that it is believed, by all involved (including the surgeon), that the frame moved during the surgery. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. The most likely root cause was that the reference frame was bumped during draping, which would render the registration inaccurate.